Event description:
While undergoing laparoscopic procedure, hassan trocar broke off laparoscopic camera. Surgical materials people said we have had 3 of these same devices break, though only one of them reported to risk mgmt at this time, that I am aware of. As these are single-use items, only have one device in our hands. We have spoken with rep from applied medical who suggested there was a "bad" lot # and we have pulled all of this lot number from our shelves. Broken pieces were able to be retrieved, and pt not compromised though x-rays taken to confirm all broken pieces were successfully removed/found.